Event description:
It was reported that during retracting of the delivery system after deployment of an endovascular stent graft in the basilic vein, the tip of the delivery system caught on the end of the stent graft and moved it approx 5 cm from the treatment site. The delivery system was able to be removed and another stent graft was implanted at the original treatment site without incident. Both stent grafts remains implanted in the pt. No report of pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The stent graft remains implanted; however, the delivery system was returned for eval. The investigation is currently underway.